Manufacturer narrative:
Analysis of the returned device identified fold creases, wear abrasion and an opening on the radius side. A leak test and microscopic analysis were performed which identified a crease sharp opening, brown particles and an observed void greater-than 1 millimeter in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on the radius side and anterior side due to fold flaw opening. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.